Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Contact alleged the inaccurate cgm readings interfered with the ability to deliver a correction bolus based on the bg reading which resulted in a bg of 530 mg/dl with a high ketone level. Customer went to the emergency room and was admitted to the hospital. Healthcare provider identified ketones as being dangerous. Intravenous fluids and insulin injections were administered. Elevated bg/dka were resolved with no permanent damage. Customer was discharged on (B)(6) 2019. Tandem technical support assisted the customer with the inaccurate cgm values and instructed contact to change the sensor.